Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number extension(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the force sensor bridge test. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 10/18/2024. H3: one device was returned for repair. Service history review found no repair within past 12 months. Primary reported problem with force sensor bridge test failure was duplicated during power on self-test due to faulty main printed circuit board (pcb) as it failed to calibrate force sensor and was replaced. Additionally found top, bottom and plunger cases are damaged, and battery was not working and were replaced.